Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer stated that insulin pump needed a new battery and after inserting a new battery the device did not turn on. It was noted that the insulin pump continued to have a blank display despite battery changes and troubleshooting. Customer's blood glucose reading was noted to be 87 mg/dl. Advised customer to revert to a back up plan and call back if the issue persists after some time.